Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Supplier of the bone cement relayed: the review of quality record for the palacos bone cement showed that the batch was prepared in accordance with the requirements of our quality management system and all quality control tests have been passed successful. Based on the knowledge and information provided to us, we cannot establish a product deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Explant date - humeral component (with cement) was explanted, however the ulnar component (with cement) was not. Concomitant devices - coonrad/morrey interchangeable humeral assembly catalog #: 32810502506 lot #: 62738585, coonrad/morrey interchangeable ulnar assembly catalog #: 32810505302 lot #: 62358186. Review of sterilization certification confirms device was sterilized in accordance with iso (B)(4). The reported event was able to be confirmed due to review of radiographs received, however device was not returned for evaluation. A radiograph review noted, "radiolucency is present at the humeral component metal - bone and humeral component cement- bone interfaces consistent with loosening. Radiolucency is present at the ulnar metal component - bone and ulnar component cement- bone interfaces consistent with loosening. There is polyethylene wear of medial bushing. Radiolucency with bone expansion distal volar humerus at the anterior flange is suspicious for granulomatous osteolysis. Bone fragments projects at the medial elbow joint. Soft tissue swelling is present about the elbow." This bone cement is manufactured at (B)(4) and distributed through (B)(4). A review of the complaint history determined that no further action is required as no trends were identified. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is number 3 of 3 mdrs filed for the same patient (reference 0001822565-2017-00558 / 04977).

Event description:
It is reported that the patient underwent a right elbow arthroplasty revision due to loosening of the humeral component, infection, and bone loss/erosion approximately twenty-seven (27) months post-operatively. No additional patient consequences have been reported.